Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call of high blood glucose readings and no delivery from the insulin pump. The customer's blood glucose reading was 449 mg/dl. The customer stated that the pump was not delivering insulin and she received a no delivery. The customer stated that the alarm did not occur during manual prime. The customer completed the displacement test and it passed. The customer was advised that the pump is working as designed.